Event description:
It was reported that when using the bd pyxis¿ medstation¿ es thtxicupx2 drawer multiple cubies failed. The system would not release the cubies or allow deletion of the loaded medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height cubie drawer 2 had multiple cubie pocket failures including cubie lids malfunction. A field service engineer (fse) shut down the device to replace the full-height cubie drawer, then rebooted the device and configured the drawer to the correct location. The system functioned as intended after the field service engineer repaired the device.